Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va282fz, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient undergoing an advanced evaluation trial. It was reported that the trial began (B)(6) 2020 due to fi (fecal incontinence). The lead was placed on the patient's left side and the pocket was to be on the right upper side. Surgery was completed without issue and the patient as being followed by support link and technical services. The patient left the hospital on program 1 at 1.0 amps. The patient and their daughter were educated on how to use the patient programmer to adjust stimulation. The patient was scheduled for a follow up with their md in one week. The patient called the md complaining of painful stimulation. The md instructed them to call the manufacturer. Support link sent email to technical services to reach out to the patient for assistance. Technical services instructed them on how to change the programs and how to turn stimulation down. A program change was made from program 1 to program 3 at 1.0 on (B)(6) 2020. The patient was doing well until (B)(6) when technical services followed up with the patient status and they stated that they had cold chills and drainage from the dressing site. The patient was instructed to call their md immediately. A sales rep saw the patient on (B)(6) per md request to turn stimulation off. The patient had been admitted to the hospital for evaluation. The device was turned off. The patient was receiving antibiotic therapy and was being evaluated for a possible infection of their ae lead site. The md was to determine the next course of action. It was unknown if the lead had been surgically removed by the md at the time of the report. The manufacturing representative was going to follow up with the md for more information.

Manufacturer narrative:
Continuation of d11: product ID 978b128 lot# va282fz implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was confirmed that the patient had an infection at the surgery site. Surgical intervention took place and the lead was removed on (B)(6) 2020.